Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The patient was in the clinic on the date of this report for a refill when the motor stall was discovered. The patient¿s pump had been intermittently stalling and recovering since (B)(6) 2015. The latest pump log showed a motor stall on (B)(6) 2015. There was no recovery from that stall, and pump tube set message occurred on (B)(6) 2015. The patient had not had an MRI. It was noted the patient had increased pain. The drug being delivered via the device system was fentanyl. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The pump was delivering fentanyl 550 mcg/ml; 130.91 mcg/day. Medications the patient was taking at the time of the event include baclofen, buspirone, celexa, furosemide, gabapentin, kaochlor, nexium, and temazepam. Medical history includes hypertension (htn), acid reflux, anxiety, depression, diverticulitis, heart disease and allergies to celebrex, dilaudid, lyrica and morphine. Per hcp, the patient did not experience symptoms; no increase in pain and no adverse side effects. It was unclear if the patient experienced pain. The cause of the motor stall was unknown. The pump was replaced. The patient tolerated it well and was doing well since the replacement. The patient recovered without permanent impairment. Indication for use was non-malignant pain and failed back surgery syndrome.